Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change the right ventricular (rv) lead exhibited low bipolar and unipolar impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.